Event description:
The following report was received from the affiliate: during a coronary interventiuon to a 90 percent occluded, denovo lesion, at the mid left anterior descending, ivus was conducted followed by deployment of a 2.5x18mm cypher des at 16atms for 30 seconds via direct stenting. To conduct post-dilation, the stent delivery system was moved to the proximal end, half the distance of the stnet, and was inflated again. However, while inflating the balloon, the balloon ruptured at 10atms and the patient went into slow flow. Nicorandil was administered and the slow flow recovered. A different balloon (product unknown) was used instead for the post-dilation and the procedure was safely finished. There was no reported patient injury. There is no additional information regarding the patient (i.e. Demographics and medical history). Physician's comment: the lesion was not difficult and didn't feel any problem while the inflation. Would like us to investigate on this.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product.